Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The caller was instructed by technical support to load a second, new cartridge, which was done successfully, allowing the caller to resume insulin without further issues.